Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was clicking. A field service engineer replaced the door 3 latch, secured the wire harness to latch terminals, reseated door latch and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door 3 was not opening. The customer reported that they had to access the medications from other station. There were no adverse events or injuries reported based on this event.